Manufacturer narrative:
Ritical pump error alarm after battery insertion and multiple software error detected was present in the pump trace download due to software error (ptc 2610666). Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Multiple hardware low level failures were present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/vibrate/absence of alarm anomalies due to critical pump errors. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer's blood glucose was unknown. Customer also reported absence of low sensor glucose alert. The customer also performed the self test and it was pass. The insulin pump will be returned for analysis.